Manufacturer narrative:
(B)(4). Only one MDR report will be submitted for this event, although two different complaints were created because of different parts needed to repair the unit, and the file numbers are the following: (B)(4).

Event description:
(B)(4). The dealer reported that the 3gar custom power wheelchair seat rail was broken, and the joystick cable was frayed. There was no injury reported.